Manufacturer narrative:
The reagent lot number and expiration date were not provided. The analyzer alarm trace contained several alarms related to the regent or sample probe. The field service engineer replaced the vortex mixing mechanism and checked the printed circuit board (pcb). He performed instrument checks which all passed. The investigation is ongoing.

Event description:
There was an allegation of questionable hepatitis b surface antigen (hbsag) results from the cobas e 801 analytical unit. Refer to the attachment to the medwatch for all patient data. Information was not provided to determine which result was believed correct.

Manufacturer narrative:
The field service engineer found both mixers had given alarms at various times. He replaced the pre-wash vortex mixing mechanism. The instrument check passed and the system was confirmed as running within specifications. The investigation determined the service actions resolved the issue.